Event description:
It was reported that the right atrial (ra) lead moved out of the appendage and dislodged. A revision was planned. The lead remains in use. No patient complications have been reported as a result of this event.